Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement on the atrial channel. A boston scientific technical services consultant instructed the caller how to reset the lss and recommended testing in both configurations. Impedance measurements were stable and within range at 450 ohms in unipolar configuration and 550 ohms in bipolar configuration. The consultant then recommended isometrics and pocket manipulation while sampling impedance. The caller will discuss the clinical observations with the physician. The associated device was subsequently explanted for normal battery depletion. Impedance measurements with the replacement device were within normal limits. No adverse patient effects were reported.